Event description:
It was reported that during a nephrectomy procedure, the device would not open prior to use. They opened second device and completed the case with no patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.